Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose reading on the ilet system, could not obtain a confirmatory fingerstick due to a nonfunctional glucometer, and performed a full supply change after confirming no visible leaks or kinks; recent settings changes included a cgm target adjustment and a pump weight change by approximately 20 pounds. Symptoms included hyperglycemia. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.